Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the pacing portion of this cardiac resynchronization therapy defibrillator (crt-d) was programmed off due to the patient experiencing muscle stimulation. The crt-d was made into a shock only device. The patient experienced syncope afterwards. Technical services (ts) reviewed the event and noted that the device timing was off. The patient had recently experienced a tachycardia event but because the timing of the device was off it is unknown at this time if the syncope had occurred during that time. Additional information is being requested from the field. The device remains in service. No additional adverse patient effects were reported.